Manufacturer narrative:
The device history record for the reported oad could not be reviewed as the lot number was not provided. The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. H6 health effect - clinical code 4581: slow/no flow. H6 investigation conclusion code 22: the diamondback 360® coronary orbital atherectomy system instructions for user manual states that slow/no flow is a potential adverse event that may occur and/or require intervention with use of the system. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a calcified lesion. Three low speed treatments and five high speed treatments were performed. Slow flow was observed but improved with intracoronary adrenaline and sodium nitroprusside. Non-csi devices were used to complete the procedure.